Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported the customer (a child of (B)(6) years) received a "replace sensor" message after 3 days of wearing the freestyle libre sensor and was unable to obtain results. While on a walk, customer experienced symptoms described as dizziness and nausea and when they returned home a low reading was obtained on an unspecified device. Customer was provided juice for treatment and no further treatment was reported. There was no report of death or permanent injury associated with this event.

Event description:
A caregiver reported the customer (a child of 5 years) received a "replace sensor" message after 3 days of wearing the freestyle libre sensor and was unable to obtain results. While on a walk, customer experienced symptoms described as dizziness and nausea and when they returned home a low reading was obtained on an unspecified device. Customer was provided juice for treatment and no further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported sensor (B)(6) was returned and investigated. The sensor plug was properly seated and no physical damage is observed on the returned sensor patch. Data was extracted from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating abnormal termination) with a brownout reset event internally logged (event 19). No failure modes were observed upon visual inspection of the sensor plug assembly. An extended investigation was also performed. The sensor was further de-cased and no issues were observed upon visual inspection. Battery voltage measured to be within the specification. Therefore, this issue is confirmed due to a brownout reset. All pertinent information available to abbott diabetes care has been submitted.